Manufacturer narrative:
The doctor returned an explanted valve to new world medical. Nwm has contacted customer to obtain further information evaluation of sample returned is pending receipt of information from dr.

Event description:
Customer returned explanted valve. No further information was provided.